Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 19, 2017 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant tumor in the left bronchus during a bronchoscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the nurse started deploying the stent when the stent deployment suture could not be released further. The stent was halfway deployed and the catheter bowed causing it to be pulled back into the trachea. The partially deployed stent was removed from the patient and the procedure was completed with an ultraflex partially covered distal release stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A partially deployed ultraflex tracheobronchial uncovered proximal release stent and delivery system was received for analysis. The green braided polyester suture was inspected and no issues were observed. Functional evaluation found it was possible to deploy the stent by pulling the suture from the pull ring, however, the shaft bowed during deployment. The stent was found to be within specifications. There were no issues noted with the stent and no other issues were noted during the product analysis. The noted issue with the device was likely due to anatomical or procedural factors, encountered during stent deployment, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant tumor in the left bronchus during a bronchoscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the nurse started deploying the stent when the stent deployment suture could not be released further. The stent was halfway deployed and the catheter bowed causing it to be pulled back into the trachea. The partially deployed stent was removed from the patient and the procedure was completed with an ultraflex partially covered distal release stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.